Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was found broken in office set upon inspection before surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device finds missing white lettering. Complaint database search identified similar complaints received previously on the provided product code. The previous investigations found the ink appearing to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. The design team identified that although the ink coming off must be frustrating to the surgeon / theatre staff, the inks are biocompatible and thus pose no patient risk. New device has been completed to replace the ink with an alternate marking method. See new product code: 254400525. The new design ((B)(4)) has been released and is now available. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.